Manufacturer narrative:
The initial failure description was that the rotaflow either displays the error message "-12v test error" or the error message "reference error". During the repair the error message "txrx" has been displayed. A getinge service technician was onsite to repair the affected rotaflow on 2021-04-30. The technician replaced the 70101.1675 rfc (rotaflow console) power supply board to solve the reported ""-12v test error" and "reference error". After the replacement of the power supply board the rotaflow displayed the error message "txrx". Thus the technician also replaced the 70101.1681 rfc flow measure board. The rotaflow is working as intended. An investigation of a rotaflow system that exhibited a similar issue ("-12v test error" /"reference error") was performed in getinge life cycle engineering on 2019-11-14: the reduced resistance of the capacitor c107 on the flow measure board triggered the fuse f3 on the power supply board. Resulting in either the "-12v test error" or the "reference error". An investigation of a rotaflow system that exhibited a similar issue ("txrx") was performed in getinge life cycle engineering on 2015-10-28: a short circuit of the capacitor c2 on the flow measure board triggered the error message "txrx". The review of the non-conformities has been performed on (B)(6) 2021 for the period of 2019-03-01 to 2021-05-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The product in question was produced in 2019-03-01. Based on these investigation results the reported failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that after start up of the device the rotaflow displayed the error message ¿reference¿ and ¿-12vtest error¿. No patient has been involved. Durin the repair the error message "txrx" has been displayed. Complaint ID: (B)(4).